Event description:
It was reported that the large needle driver instrument looked that a foreign matter like yarn waste was at the tip of the instrument during a da vinci prostatectomy with lymph node dissection procedure and the surgeon felt uncomfortable. The instrument was detached and confirmed that the instrument tip wire was frayed. A backup instrument was used and the planned procedure was completed. No fragments fell into the patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found upon visual inspection that the grip cable open was frayed at the distal end, small strands stuck out. There was no material missing. Failure analysis also observed that the distal idler pulley on which the broken cable was seated had a section that was bent inwards. The evidence was inconclusive, but the pulley damage was likely due to mishandling and the damage likely contributed to the cable breakage. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed grip cable, could likely cause or contribute to an adverse event if the failure mode were to recur.